Manufacturer narrative:
During the analysis of the lead, it was found that the insulation of the lead body was massively damaged by crushing at about 29.5 cm distal to the connector pins. This type of damage is to be regarded as the most probable cause for the clinical complaint. This damage type is due to an excessive compressive stress on the lead body. Due to the characteristics of the damage to the lead body it can be assumed there was excessive mechanical stress on the lead due to subclavian crush syndrome. X-rays or other diagnostic images type that could provide information about the relative positions of the implanted system in the body, were not available for analysis. Other damage is presumably due to the explantation process. There were no indications of material or manufacturing defects.

Event description:
Ous MDR - after an implantation time of about 6 months, oversensing was reported. In one case, this led to triggering of a shock. No worsening of the patient's state of health was reported.